Manufacturer narrative:
(B)(4). A visual and microscopic examination found stent damage. One stent strut at the most distal row was bent outwards. A strut at the third most proximal row was also lifted up and bent outwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Traces of blood were visible in the guidewire lumen and on the balloon surface indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x20mm apex balloon inflated to 12 atm. The 2.25x16mm taxus liberte stent was advanced; however, was unable to cross the lesion. The procedure was completed with another 2.25x16mm taxus liberte stent. No patient complications were reported and the patient status is stable. However; returned device analysis revealed stent damage.